Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a thyroid operation, the ptfe pad was worn and separated. The intended procedure was completed with another device. No patient injury was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10104 to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad was severely worn. There were contact marks on the probe and the metal part of the grasping section with the worn pad. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, it was known that the wearing of the ptfe pad might be caused by activation while grasping nothing. In addition, it was known that the contact marks might be caused by coming in contact between the probe and the metal part of the grasping section with the worn pad. The instruction manual of the subject device already states; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.